Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 552 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly the customer experienced kidney failure. Customer was discharged 09/09/25 with the issue resolved. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request. Recommendation was made to consult with a healthcare provider regarding diabetes management.